Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery. An attempt was made to advance a 2.8 x 19 mm graftmaster covered stent; however, it failed to cross the lesion due to the anatomy. Additionally, when the device was removed, flared distal stent struts were noted. Then, an attempt was made to advance a 2.8 x 16 mm graftmaster covered stent; however, it also failed to cross the lesion due to the anatomy. Therefore, an unspecified perfusion balloon was used to achieve hemostasis. There was no adverse patient sequela reported. No additional information was provided.